Event description:
The physician was attempting to advance an integrity stent to a lesion but it was stuck inside the guides. The physician attempted to withdraw the guidewire which was been used to protect the side branch but it got stuck with the device and when withdrawing the device the shaft broke; the physician used another device to treat the patient. No clinical sequelae were reported. Evaluation summary: the transition shaft was stretched and kinked. The transition shaft had detached immediately proximal to the guidewire entry port. The shaft was stretched and jagged on both side of the detachment sit. The distal section of the device was stuck on the procedural guidewire. The distal outer and inner shafts were cut back at the guidewire entry port to expose the guidewire. The distal shaft was then removed from the guidewire. Visual inspection confirmed the presence of residue along the guidewire and inside the inner shaft. A 0.014" patency mandrel was inserted in to the distal tip and advanced along the uncut section of the inner lumen. A white crystallized residue was removed from the inner during advancement of the mandrel. The distal tip was flared and damaged.

Manufacturer narrative:
Evaluation results: related to operational context -the residue was introduced into the guide wire lumen post removal of the device from its protective packaging. Conclusions: related to operational context -the residue was introduced into the guide wire lumen post removal of the device from its protective packaging. (B)(4).